Event description:
It was reported that the patient experienced hypoglycemia with a documented glucose of 50 mg/dl after having elevated glucose the prior day; the patient did not announce dinner due to being low, and glucose stabilized after eating. Symptoms included hypoglycemia. Outcomes included stabilization of glucose following oral carbohydrate administration. Investigation included troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.